Event description:
It was reported that the external pulse generator had no ventricular output. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification. It was also noted that the lower case was broken, both bail covers were broken, the ring cover was broken, lead flex cover was contaminated, the ring was bent and the display was out of specification due to missing pixel segments. Further analysis was performed on the heart lead flex. This analysis confirmed the initial test failures caused by a diode-suppressor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.